Event description:
During surgery, the surgeon used trio spine system. The rod was not able to be inserted when the surgeon tried to insert the rod in the offset connector. The rod was not able to be inserted although he loosened the screw of the connector. Therefore, the surgeon changed the offset connector to another offset connector and surgery was completed.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.